Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that patient has had a device to help with their parkinson's disease symptoms. Patient has had the device for over 10 years and they were now not getting an adequate charging contact. Patient indicated that they had this problem before, and patient had been sent a new charging antenna. Patient was requesting for 2 replacement antennas for troubleshooting purposes. Additional information was received: it was reported that the patient had trouble making a connection with their dbs charger and their rechargeable battery. They called about a week ago and at that time they were sent a new charger antenna and that didn't resolve the issue. Additional information was received: it was reported by the patient that the recharger antenna didn't resolve the charging problem.